Manufacturer narrative:
Additional information. Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: apr 17, 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint lens was received. Visual inspection under magnification reveal the complaint lens was received cut in half and coated in viscoelastic residue. The lens halves were cleaned revealing no issues that could cause or contribute to the complaint issue reported. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3 patient gender female section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was explanted in a secondary procedure due to the following reason. During a post-operative exam it was noted that the patient experienced severe dysphotopsia which persisted after 9 months. Patient's daily activities are significantly affected. The patient¿s pre-operative visit was 20/25 and their post-operative vision is to be determined (tbd). The incision was enlarged however, there was no sutures and no vitrectomy. The customer reported that the directions for use were followed. The patient¿s status was reported as temporarily impaired. No further information was provided.

Manufacturer narrative:
Corrected data. In review, it was noticed that the establishment name inadvertently was populated in the correct field of section e in the field "address - line 2:" of the initial MDR report. It was also noticed that the date (feb 24, 2025) was inadvertently entered in the section "g3 - date received by manufacturer" of the initial MDR report, which is incorrect. The correct date received by manufacturer that should have been entered in section g3 is "feb 20, 2025"; therefore, the information has been corrected in this supplemental MDR report as indicated below: section e1: establishment name: (B)(6). Section g3 - date received by manufacturer: feb 20, 2025. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.